Event description:
As reported by our affiliates in italy, the patient underwent an implant of a 23mm sapien 3 ultra valve by transfemoral approach in aortic position. As reported, immediately after the implant there was a reduction in blood pressure. Post implantation aortography was performed and showed no signs of annular or aortic root injury. Also a transthoracic echo was performed which showed pericardial effusion. The initial effusion caused a pressure drop so it is considered cardiac tamponade, however the pericardiocentesis maneuvers promptly brought the blood pressure back to acceptable pressure value. A pericardiocentesis was performed successfully which led to a gradual increase of systemic pressure. Two hours after tavi a CT scan was done which showed no pericardial effusion or signs of aortic injury. The patient stayed in ICU for one night. The following morning the patient was transferred to the cardiology ward. The patient is still under observation. As per medical opinion, the confida wire may have caused the ventricular perforation. The conclusion was that the perforation was caused by the guidewire, however, it was not possible to know if it was the straight guide or the guidewire with the delivery system and/or if the event happened before or after the insertion of the delivery system.

Manufacturer narrative:
There is no indication of a device malfunction, so the delivery system was discarded per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate per medical opinion, the a non-edwards wire may have caused the ventricular perforation. The conclusion was that the perforation was caused by the guidewire, however, it was not possible to know if it was the straight guide or the guidewire and/or if the event happened before or after the insertion of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.